Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection, therefore, a definitive root cause could not be identified. Additional information received confirmed that the incident was not caused by olympus's handling or insufficient explanation, but by deviation from the instructions for use (IFU). There is a possibility that the user understanding may have differed from olympus recommendation in device handling and/or reprocessing steps. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope was reprocessed in a reprocessor that was suspected of not having the water supply disinfected for two years. The event was found during reprocessing. There were no reports of patient harm.